Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose exceeding 400 mg/dl for several hours despite no alarms or apparent infusion set leaks, and was guided through an infusion set change with subsequent downward glucose trend. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact requiring self-management without professional medical intervention, assistance from others, or use of backup therapy. Investigation included product-use troubleshooting and user education conducted remotely. Investigation of this case revealed no device interruption alarms and no confirmed hardware malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded that the event was consistent with high glucose of undetermined cause, with no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.